Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2014 due to motor failure. The customer called in a service request for this item on (B)(4) 2014 and reported the device runs intermittently and is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device runs intermittently. A service evaluation was also performed. The customer reported the device was only working intermittently. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005446), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the hand piece for battery powered driver was working intermittently (int). It was discovered during testing. No patient was involved. There is no surgical information available. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part has been received; an evaluation is in progress. The lot number is known, a service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.